Event description:
The customer reported air bubbles and gaps in the infusion set tubing of their system, specifically located between the t:l3013756811ock and the patient. There was no adverse impact to the customer's blood glucose level. The caller was educated by technical support on proper procedures, such as ensuring insulin is at room temperature before filling the cartridge. The customer acknowledged this guidance and expressed an intention to load a new cartridge, indicating they will contact support again if the issue continues.